Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, followed instructions to inspect and clean the pump, and successfully completed the cartridge load process, allowing insulin delivery to resume.